Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, and injuries of the face with nose, upper part of the left eye and bruise on the both arms occurred. The patient was hospitalized. A implantable pulse generator (ipg) device check was performed due to symptoms of cardiac arrest. Pacing failure was observed on the electrocardiogram (ECG). It was also reported the patient developed syncope again in the hospital. The ipg device output setting and right ventricular (rv) lead output was re-programmed and patient was discharged. Approximately five days later, a follow up check performed. Diagnostic testing/troubleshooting was performed. The patient was scheduled for ipg and rv lead revision. During the revision procedure, due to vein occlusion on the ipsilateral side (left side), the new ipg and rv lead were implanted from the opposite side (right side). No further patient complications have been reported as a result of this event.